Event description:
It was reported that during a direct stenting procedure, a 3.0x23 rx xience v stent delivery system (sds) was advanced via radial access toward a heavily calcified lesion in the mildly tortuous mid right coronary artery, but could not cross the lesion due to patient anatomy. The rx xience v sds was withdrawn from the anatomy and the lesion was pre-dilated with a 2.5x20 unspecified balloon dilatation catheter. The same 3.0x23 rx xience v sds was then re-inserted and advanced toward the lesion, however, the xience v sds still failed to cross the lesion despite multiple attempts without force applied. The xience v sds with withdrawn from the anatomy with resistance felt against the vessel during withdrawal. A new 2.75x23 xience v sds was advanced and implanted, successfully completing the procedure with a satisfactory patient outcome. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - no pre-dilatation; re-insertion; against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it was reported the stent delivery system was re-inserted into the patient anatomy after the initial failure to cross the lesion. It should be noted the stent placement-precautions section states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.